Event description:
The customer reported the unit has failed est due to a crossover circuit fault. The service technician duplicated the customer reported problem and replaced the 3 station solenoid to address the reported problem. Performance verification testing was completed and tests passed to operation specifications.